Event description:
The end user, who has worn another model beltone mfg hearing aid in that ear previously without a problem, developed a middle ear infection after wearing the new beltone hearing aid. The outer ear was not affected. A doctor prescribed antibiotics. Infection did not clear while wearing aid. Infection cleared when aid removed. A second round of wearing the aid, another infection, and the doctor again prescribing antibiotics followed. Doctor then advised against continued use of hearing aid in that ear. User returned the hearing aid for credit.